Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the rx locking device with biopsy cap was opened and attached to an olympus duodenoscope. A plastic stylet was then pushed through the cap to allow for passage of a sphincterotome, and it was noted that the inner sponge of the biopsy cap had pushed out of the cap and into the biopsy port. The cap was then removed and the sponge was removed from the biopsy port. Another rx locking device with biopsy cap was then opened and used to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned device found that the foam sponge had detached from the biopsy cap. A physical examination of the biopsy cap found a guidewire j-introducer to have been placed through the biopsy cap. The j-introducer placed inside the biopsy cap caused the sponge to dislodge; therefore, the most probable root cause of this complaint is considered handling damage.

Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure.according to the complainant, the rx locking device with biopsy cap was opened and attached to an olympus duodenoscope. A plastic stylet was then pushed through the cap to allow for passage of a sphincterotome, and it was noted that the inner sponge of the biopsy cap had pushed out of the cap and into the biopsy port. The cap was then removed and the sponge was removed from the biopsy port. Another rx locking device with biopsy cap was then opened and used to complete the case.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.